Event description:
It was reported that prior to starting a da vinci si surgical procedure the shertel grasper instrument was noted to have wires coming out. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that a couple of the drive cables were loose at the distal end and stuck out from the snake wrist. The cables had lost tension and the wrist was unable to straighten properly. The wrist motion was no longer intuitive as a result of the loose cables. Engineering also found main tube insulation damage and a bent tube. The black tube insulation was damaged at the distal end. The insulation was gouged on the one side and had a .050 x .030 piece missing roughly .100 above the snake wrist. The main tube was bent roughly 3 above the snake wrist. The distal end of the instrument wobbled as the tube was manually rotated. The evidence was inconclusive, but bending was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.